Event description:
It was reported that a new ilet user received a ¿glucose falling quickly¿ alert around 100 mg/dl, which prompted action that the user believes prevented a hypoglycemic event, and later experienced hyperglycemia with a reported blood glucose high over 200 mg/dl; the user changed supplies and did not require medical intervention. Symptoms included concern for a potential low followed by elevated glucose without acute sequelae. Outcomes included no professional medical treatment, no ketone testing, and no reported immediate health effects. Investigation included customer education on ilet alerts, reinforcement of treatment planning for falling glucose, and referral to the healthcare provider for individualized dosing guidance. Investigation of this case revealed no device alarms or malfunctions reported, with use-pattern factors such as meal announcement timing and treatment of lows considered potential contributors to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management factors rather than device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.